Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) showed difficulties during the implant procedure. Initially, the insertion tool did not go through the incision and when the insertion was achieved, the device would not deploy. Pieces of plastic were observed during the deployment. Insertion tool damage was suspected. A new device was opened and the procedure was successfully completed. The attempted icm will be sent back. The procedure was delayed due to this malfunction. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) showed difficulties during the implant procedure. Initially, the insertion tool did not go through the incision and when the insertion was achieved, the device would not deploy. Pieces of plastic were observed during the deployment. Insertion tool damage was suspected. A new device was opened and the procedure was successfully completed. The attempted icm will be sent back. The procedure was delayed due to this malfunction. No additional adverse patient effects were reported.